Event description:
Information received from the field notes that during a routine follow-up, there was no output observed on an ECG and no response to magnet application. Device interro- gation was unsuccessful. The patient was not pacemaker dependent.